Event description:
It was reported that there was high impedance and high thresholds on the right ventricular (rv) lead. Fluoroscopy was performed and it was determined there was a lead dislodgement. A possible fracture was also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.